Event description:
During a demonstration the svc rep found the ps 3 power supply to be bad. No pt injuries.

Manufacturer narrative:
The svc continued to complete installation. Sys operates as intended. The svc rep verified operation of vertical column.